Event description:
Covidien received a report of some missing digits. The covidien service center determined that there were missing segments of the display. No patient harm reported.

Manufacturer narrative:
Covidien isolated the failure to the front pcb. The front pcb has been forwarded to the manufacturer for evaluation.